Event description:
It was reported that pump issued cartridge alarm during loading and that same alarm occurred again even after user loaded second cartridge using proper technique. There was no reported impact to the customer¿s blood glucose level. Technical support instructed customer to monitor system performance, arranged replacement pump and return of malfunctioning pump, and noted that customer declined to share backup therapy details and declined additional goodwill cartridges.